Event description:
The physician was treating a lesion in the middle rca which exhibited 90-99% stenosis, with a typical "shepherd's crook. The rca was predilated three times - middle rca with a 2.0x12mm balloon (16 atm for 27 sec), proximal rca with the same 2.0x12mm balloon (16 atm for 25sec) and proximal rca with a 3.0x12mm balloon (18 atm for 26sec). The physician then inserted the resolute onyx device into the vessel but encountered difficulty in crossing this area. On removal of the stent from the patient it was noted to be damaged in the mid-section. The stent has been lost and so will not be returning for evaluation. The procedure was completed using two non-medtronic stents. No patient injury reported. Please note that this device (resolute onyx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Result, conclusion: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (90-99% stenosis, tortuous lesion). No results available since no evaluation was performed (stent lost, no cine images returned). None (no device received for evaluation) . (B)(4).